Event description:
It was reported that the patient experienced a sharp pain under the implantable pulse generator (ipg) site, and the patient stated the pain started even before muscle contraction. According to the patient, he was doing well with the therapy until he had a fall due to his knee (date of the event was unknown), and then started to have sharp pain at the ipg site. The patient underwent revision surgery to replace the ipg. The ipg was removed, and a new ipg was implanted in the new location (flank) without complications. There was no report of patient harm or injury.

Manufacturer narrative:
Mml#: (B)(4). Following the ipg revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The ipg assembly was returned for analysis. There was no allegation against its functionality. Visual inspection observed no damage or anomalies with the received ipg. The ipg passed functional testing and performs properly. The device history record was reviewed. No relevant non-conformance's were found.

Manufacturer narrative:
Mml# (B)(4).

Event description:
It was reported that the patient experienced a sharp pain under the implantable pulse generator (ipg) site, and the patient stated the pain started even before muscle contraction. According to the patient, he was doing well with the therapy until he had a fall due to his knee (date of the event was unknown), and then started to have sharp pain at the ipg site. The patient underwent revision surgery to replace the ipg. The ipg was removed, and a new ipg was implanted in the new location (flank) without complications. There was no report of patient harm or injury.